Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be scratched. Also unrelated to the complaint, the keypad was found to be torn over the ok button; all keypad buttons were confirmed to be responding. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
It was reported that the patient experienced blood glucose (bg) multiple times recently and the reporter stated that the pump was "not working right." The reporter said that the patient's bg was about 475mg/dl to 525mg/dl with stomach pain, emesis, and moderate to high ketones; the patient allegedly has lost weight. The reporter confirmed that a supply of r-insulin and syringes are kept on hand to treat elevated bg, and that the physician is called to provide dosing instructions whenever the bg is elevated. No additional medical treatment was required. The reporter was unable to provide any information about a specific pump malfunction, could not provide specific dates or bg readings, and was unwilling to trouble shoot the pump with customer support. Although definite claim has not been made, this complaint is being reported because of the allegation that the pump caused serious hyperglycemic events.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.